Manufacturer narrative:
Product analysis: upon receipt of the valve jar in its original product packaging at medtronic¿s quality laboratory, visual analysis showed the outer packaging with amber stains suggestive of dried glutaraldehyde. The safety seal on the returned jar was received broken. The label on the jar showed similar amber stains. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. Upon opening the jar, remnants of gasket material were stuck along the rim of the jar. Crystallized, dried glutaraldehyde was observed along the threads of the jar. During visual inspection, small white particulates were observed inside the jar. Particulates appear to be from the gasket. Similar small white particulates were observed around the rim of the jar. Crystallized, dried glutaraldehyde was noted on the threads of the lid. The gasket showed deep pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. The 3m freeze watch temperature indicator was not activated. White particulate found in the jar and/or lid upon opening of similar complaints with fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; and a visual inspection using a microscope at 10x magnification is sufficient. No analysis could be performed on the valve as it remains implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve jar was tight and required force to remove the cap. Multiple attempts were utilized using a jar opener device. The jar was eventually able to be opened and the valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.